Manufacturer narrative:
The technician replaced trendelenburg assembly to repair the bed.

Event description:
Information rec'd indicates the bed is not going into trendelenburg due to broken plastic on the trendelenburg assembly.